Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Event description:
It was reported by the end user that there was bleeding from laceration on right side of stoma from one wafer out of one market unit. The end user was hospitalized and required three units of blood. She could not validate amount of blood in pouch. She did have scopes done from upper and stoma, with no bleeding noted from the intestines inside. Consumer stated that edge of wafer cut into stoma. No photo is available at this time.